Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet, resulting in no cgm readings on the pump; the user re-entered the sensor code into the pump during troubleshooting and was advised to wait for pairing to establish. Symptoms included no reported adverse physiological effects. Outcomes included user inconvenience due to loss of cgm data on the ilet. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the sensor remained unpaired to the ilet at the time of the call despite re-entry of the sensor code. It was concluded that the event involved a cgm pairing failure to the ilet with no clinical harm reported.